Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for permanent contraceptive tubal implant. The patient had a medical history of rash, elective abortion, menometrorrhagia, pelvic pain female, parity 4, multigravida and endometriosis. Previously administered products included: mirena, depo provera and lupron. As concurrent condition the report mentioned abnormal uterine bleeding. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, 990 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2018: specimen uterus, tubes, ovaries - and cervix clinical history endometriosis final diagnosis uterus, tubes, ovaries and cervix (hysterectomy with bilateral salpingo-oophorectomy, 96 grams) cervix - mild chronic cervicitis. Endometrium - weakly proliferative. Myometrium - adenomyosis. Right ovary - benign follicular cyst. Left ovary - benign physiological changes. Bilateral fallopian tubes - no significant histopathologic changes. No evidence of malignancy in the submitted material. Gross description: the right fallopian tube measures 6 cm in length and up to 0.4 cm in diameter and shows a free and mobile fimbriated end. The left fallopian tube measures 6 cm in length and up to 0.4 cm in diameter and shows a free and mobile fimbriated end [ultrasound pelvis] on (B)(6) 2018: indings: the endometrium is poorly visualized, the right ovary is unremarkable. The left ovary is not visualized. There is no free fluid in the cul-de-sac. Impression: 1. Heterogeneous uterine echotexture 2. Non-visualization of the jet ovary. 3. Endometrial echo complex cannot be adequately assessed. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-jan-2024: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 39 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of rash, elective abortion, menometrorrhagia, pelvic pain female, parity 4, multigravida and endometriosis. Previously administered products included: mirena, depo provera and lupron. As concurrent condition the report mentioned abnormal uterine bleeding. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, 990 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total abdominal hysterectomy and bilateral salpingo-oophorectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2018: specimen uterus, tubes, ovaries - and cervix clinical history endometriosis final diagnosis uterus, tubes, ovaries and cervix (hysterectomy with bilateral salpingo-oophorectomy, 96 grams) cervix - mild chronic cervicitis. Endometrium - weakly proliferative. Myometrium - adenomyosis. Right ovary - benign follicular cyst. Left ovary - benign physiological changes. Bilateral fallopian tubes - no significant histopathologic changes. No evidence of malignancy in the submitted material. Gross description: the right fallopian tube measures 6 cm in length and up to 0.4 cm in diameter and shows a free and mobile fimbriated end. The left fallopian tube measures 6 cm in length and up to 0.4 cm in diameter and shows a free and mobile fimbriated end [ultrasound pelvis] on (B)(6) 2018: findings: the endometrium is poorly visualized, the right ovary is unremarkable. The left ovary is not visualized. There is no free fluid in the cul-de-sac. Impression: 1. Heterogeneous uterine echotexture 2. Non-visualization of the jet ovary. 3. Endometrial echo complex cannot be adequately assessed. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.